Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible.

Manufacturer narrative:
In this report, section box b: adverse event or product problem (describe event or problem), box d: suspect medical device (product UDI, operator of device), box e: initial reporter (reporter country), box g: all manufacturers (report source), have been updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. There was no report of patient harm or injury. No medical intervention was required by the patient. The device was returned to third party service center and evaluated. Evaluation result stated that foam particles were observed. The device has been scrapped. The manufacturer is submitting a final report at this time. If any additional information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.